Event description:
Boston scientific received information that two days post implant, this right ventricular lead exhibited loss of capture and micro dislodgement, believed to be due to tricuspid regurgitation. The lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was inadvertently discarded by the hospital staff and is not expected to be returned.